Event description:
Clinical trial. It was reported that 252 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated two target lesions. Target lesion one was a de novo, bifurcated, 90% stenosed, moderately calcified, mildly tortuous, 3.0x12mm lesion of the 1st diagonal. Target lesion one was treated with predilation, placement of a 3.0x12mm taxus liberate drug eluting stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, bifurcated, 90% stenosed, moderately calcified, mildly tortuous, 3.5x12mm lesion of the proximal lad (left anterior descending). Target lesion two was treated with predilation and placement of a 3.5x12mm taxus liberte drug eluting stent distally overlapping with a taxus express2 drug eluting stent of unknown size in the proximal portion of the lesion resulting in 0% residual stenosis. The patient was discharged two days later on asa and plavix. The patient developed in-stent restenosis 252 days following the index procedure. The restenosis was 50% focal restenosis of the proximal to mid lad. Treatment was with balloon angioplasty resulting in 0% residual stenosis. The event is reported as resolved. The investigator reported the event as "possibly" related to the device. The patient was taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.